Event description:
Twenty days after surgery in which dermanbond topical skin adhesive was used, the pt presented with an opening approx the size of a q-tip that was draining pus at a periumbilical incision. The doctor described the condition as "rashy-red around incision." The pt was prescribed clindamycin, 15mg/5ml. The wound had closed and rash resolved by 2007.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.